Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported patient effects of intracranial hemorrhage, seizures, transient ischemic attack are known adverse events as listed in the product instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after the procedure where an xact stent was implanted in the right internal carotid artery (rica), the patient experienced a probable transient ischemic attack and a seizure with shaking in the left leg and weakness in the left leg and arm. The patient was given ativan and dilantin. The event gradually improved and resolved the same day. The initial CT scan of the head showed a suspicious subarachnoid hemorrhage (sah), but the following CT scan showed a less likely sah. The patient was discharged home two days after the procedure. There was no adverse patient sequela. There was no additional information provided.